Event description:
Reporter indicated that patient died in a forest without witness; probable cause of death reported as status epilepticus. It was reported that the patient has received a 25% reduction in seizures with the ncp system. Physician indicated that the ncp system was not related to the cause of death.